Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Not returned.

Event description:
It was reported that when the patient presented in clinic for follow-up, high capture threshold was observed on the rv lead. The patient did not experience any symptoms due to high thresholds. The lead was explanted and replaced. The patient tolerated the procedure well.